Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Reportedly, the cartridge tubing was pulled. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer had not yet addressed their bg at the time of call. Customer loaded a new cartridge to address the issue.